Event description:
Caller alleged discrepant imprecision results. Results as follows: date: (B)(6) 2012, inratio: 1.4, inr inratio: 3.6. On (B)(6) 2012: 1.6. Reported time between tests on (B)(6) was 5 minutes. Patient's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.